Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 100 ventilator, u.s.a - bt device at the manufacturer's service center, an error code related to an alarm that notifies the user that the battery life has declined was observed. The technician recommended replacing the device's internal battery to address the issue. Additionally, the device's missing rubber feet, damaged front enclosure and handle would need to be replaced. The device was disqualified from recertification. No repairs were completed. Device will be scrapped.